Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any contamination or defect. During leak testing, a leak was discovered at the display lens. The pump was opened for investigation and did not reveal any evidence of internal moisture damage.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the ok button has a delayed response. The patient reportedly wore the pump attached to a belt and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.